Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports rupture of an unspecified side. The device remains implanted.